Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to high pacing thresholds and helix issues. Also, it was mentioned that physician rotated the lead more times than recommended. This lead was then successfully replaced. No adverse patient effects.